Event description:
Patient hospitalized for pneumonia, had been on a vent. Vent was removed and patient experienced increased respiratory distress. Patient placed on bipap with humidifier. Sterile water bag connected to humidifier. Appears that auto fill valve which controls sterile water to flow failed and allowed the entire liter to run into humidifier, water backed up in breathing circuit. Patient developed respiratory distress, mask removed and patient intubated and placed back on mechanical ventilation.